Manufacturer narrative:
Additional information was received indicating that the end user now recants her allegation she was "poisoned" by the CPAP device. There is no patient harm reported. The CPAP and humidifier were evaluated by the manufacturer and they functioned as designed. The manufacturer concludes no further action is necessary.

Event description:
The manufacturer was made aware that an end user alleged she was "poisoned" by using a continuous positive airway pressure (CPAP) device. The end user reports being hospitalized. The date of the alleged event, date of admission, admitting diagnosis, treatment required, and length of stay are unknown at this time. A review of the device history records for the CPAP and associated humidifier indicate they passed all testing and functioned as designed prior to leaving the manufacturing facility. A search of the manufacturer's complaint system indicates no similar reports of "poisoning" occurring with these devices. The manufacturer requested return of the devices for evaluation, and additional information. A follow up report will be filed upon completion of the manufacturer's investigation.